Event description:
During the implantation procedure, no ventricular pacing was detected. The device will be returned for expertise.

Event description:
During the implantation procedure, no ventricular pacing was detected. The device will be returned for expertise.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified. Note: this emdr was submitted a first time on mon, (B)(4) 2015 15:23:32 gmt, but our emdr system revealed that no ack3 was received due to an issue that occurred on (B)(6) side. Therefore esg/(B)(6) help desk recommended that this emdr be re-submitted with a comment. Explaining the issue.